Event description:
The pt was being fed using the device. 500ml of an enteral feeding solution was hung, and the pump was set to deliver at an unknown rate. 500ml was delivered in 15 minutes. Reporter stated the set flow rate on the pump had no influence over the actual delivery rate. Following the event, the pt vomited. There was no illness, injury or medical intervention resulting from the event. The pt was put on a new device and recovered at once. One pt involved.